Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hearing an alarm 2 times a day. Also noted was that the patient had an infection that was being treated. The device was reprogrammed and remains in use. There were no further patient complications reported as a result of this event.